Event description:
It was reported that the patient presented to his doctor with his inflatable penile prosthesis (ipp) device not working properly. Testing revealed that when the pump was pressed it remained dimpled. The doctor decided to explant the ipp pump and implant a new pump. Following the surgery the patient got better.

Event description:
It was reported that the patient presented to his doctor with his inflatable penile prosthesis (ipp) device not working properly. Testing revealed that when the pump was pressed it remained dimpled. The doctor decided to explant the ipp pump and implant a new pump. Following the surgery the patient got better.

Manufacturer narrative:
Investigation summary: with the available information boston scientific has concluded that the reported mechanical issues with the pump were confirmed as analysis reveled the pump failed the deflation test and activation test. These deflation and activation issues could affect the functionality of the pump. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was cut down o the pump block and the tubing was not returned for analysis. The pump was functionally tested and it failed both the deflation test and the activation test. The deflation test verifies that with 4 psi of back pressure on the cylinder, fluid moves from the cylinder side of the pump to the reservoir side without the deflation button being pressed. The activation test verifies that with the pump in the deactivated state, fluid moves from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump at leas than 8 pound-force with no back pressure on the cylinder to the pump. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.